Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the thumb advancer/resistance during sheath splitting was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the thumb advancer/resistance during sheath splitting from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath, after an interventional procedure for gastric bleeding. Reportedly, resistance was felt during sheath splitting. The safety release mechanism was used to facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.